Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she doesn't know how she ended up in the hospital. Customer was found passed out in the middle of the street. Customer was hospitalized on (B)(6) 2016 for passing out. Customer stated that the doctor thinks it was her heart and her blood glucose was fine. Customer was released on (B)(6) 2016. Customer was wearing the insulin pump at the time of the hospitalization.